Event description:
The patient had a spinal cord stimulator and implantable pulse generator that was placed in 2009. The implantable pulse generator had apparently malfunctioned because of battery problems and was also too proximal on the patient's body; the patient requested that the surgeon move it to a more distal site. Notes from the operative report: ..."used the previous skin incision. Incision was made carefully to be sure we did not cut any wires entering the pulse generator. The wires were identified and the pulse generator was removed and a screwdriver was used to disconnect the wires from the pulse generator. Next, we placed a 25 cm lead extension in this first incision and connected it to the previous paddle leads and passed them to a tunnel. We had made a second incision below the proximal one and slightly lateral to the proximal one as this was the location the patient had identified as a most comfortable area for the pulse generator. We had made a 1 cm skin flap and we had placed this above the fascia and we had created an area above the fascia for the new pulse generator. The tunneler was used to enter the second incision and the leads were passed from the first incision to the second incision. The new pulse generator was attached to the leads and intraoperative testing was done to make sure that the pulse generator was functional." There were no complications.